Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with an infection which occurred three days after the sensor had been inserted in the abdomen. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness and an infection extending beyond the patch perimeter. The patient had itching and burning sensation in the area. On an unspecified date, the patient went to the emergency room (ER) and the physician performed an incision and drainage at the infection site. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect impact code - surgical procedure delayed